Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated that the lead was severed 160 mm from the terminal pin. Two segments of the lead were returned for a total length of 500 mm. The mid-body segment of the lead was not returned. The conductors extend out of the tip segment of the lead. The rs- conductor extends approximately 3 mm, the distal extends 5 mm and the proximal extends 7mm beyond the end of the insulation. There was blood/body fluid noted in the terminal pin, inside the terminal pin opening and in the lumens. Webbing damaged was present on all three lumens. There were setscrew marks noted on all of the terminals. There were cuts in the insulation 325-330 mm from the terminal pin. The proximal high voltage dbs cable to coil crimp has been pulled proximally and the proximal spring is stretched and the insulation is torn in this area. There was tri-lumen insulation damage noted 332-340 mm from the tip at the proximal end of the tip segment returned. The proximal end of the proximal spring electrode was stretched and deformed and the insulation was torn underneath this area. The proximal end of the distal spring was separated from the lead body insulation and medical adhesive was noted. There was tissue noted almost covering the entire proximal spring electrode and there was also tissue noted on the distal spring. There were laser extraction marks noted in the insulation. The tip was pulled inside of the tined insulation. Analysis concluded that the clinical observations could not be confirmed; however, lead insulation damage through to the conductor coil could result in this clinical observation. Receiving the entire lead for analysis would be helpful in this situation. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle/first rib region.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to low impedance measurements. No adverse patient effects were reported. Due to additional information that was recently received, historical information for this lead was reviewed. The additional information was consistent with the previous observation of low impedance measurements, and fracture and dislodgement. No additional adverse patient effects were reported.